Event description:
This pt underwent mitral valve replacement in 1983. The pt developed symptoms, and transthoracic echocardiography showed partial blockage of the valve disc with high transprosthetic gradient and mild regurgitation. At reoperation 16 years after valve implantation, the prosthesis appeared free of any clot or fibrous structures and the enlarged left atrium was found to be completely calcified. The surgeon thought this event 'seemed to be related with tissues (and calcification) around valve'. The prosthesis was removed and replaced by a size 27 bioprosthesis. The pt was discharged in good condition after 16 days in the hospital. At a follow-up 3 months after the reoperation, the pt was still in "nyha" class I.